Event description:
Procedure performed: hysterectomy *event date is unknown* event description: surgeon was performing a laparoscopic hysterectomy. The surgeon has reported that the patient had some bleeding during post-operative time. The surgeon believes that was due to the use of eb210, the sealing was not effective. Additional information received by applied medical rep via email on 24feb25: coagulated with [brand] bipolar instrument. Uterine arteries. Bleeding observed during the coagulation of uterine arteries. No vascular pathology. No tension applied. 10-15 activations. No eschar buildup. They were cleaned every 20-30 activations with a moist dressing, but no improvement. Intervention: no other additional intervention was required. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. This event was initially reported based on the description of the event. However, based on further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to lead to death or serious deterioration in the state of health.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: hysterectomy event date is unknown. Event description: surgeon was performing a laparoscopic hysterectomy. The surgeon has reported that the patient had some bleeding during post-operative time. The surgeon believes that was due to the use of eb210, the sealing was not effective. Type of intervention: no other additional intervention was required. Patient status: patient is ok.